Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the locking feature has material that has been shaved off. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. A summary of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during a left hip revision. The surgeon was unable to seat the liner into the cup properly. The surgeon replaced the locking ring of the cup and used a new liner to complete the surgery. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product was received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, associated reports: 0001825034 - 2022 - 02840.